Event description:
Additional information received indicated that the patient presented in clinic for follow-up. A device interrogation revealed that the patient's right ventricular (rv) lead exhibited noise oversensing. No intervention was performed. The patient was stable throughout.

Event description:
Additional information received indicated that the patient's right ventricular (rv) lead was explanted and replaced.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. Additional information was requested and not received.